Event description:
Pt reported revision due to femoral loosening. It was also reported that he was revised again 6 years later due to device fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note from (B)(6) 2005 confirmed a loose femoral component, but the loosening interface is unknown and the cement manufacturer is unknown at this time. An unknown patella is being added to the complaint for the previously alleged osteolysis. The insert has already been reported that was placed during the (B)(6) 2005 revision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/18/2014- medical records received. A date for the orginal doi was provided. After review of the medical records the first revision note confirmed loosening of the femoral component. The second revision operation wasn't included with these medical records. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Upon investigation, it was found that the part/lot of this unknown femoral component was reported on MDR (B)(4), MFR 1818910-2011-12225. As part/lot has been updated on a separate report and there is no need for this report, it is now being rejected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.